Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016. (B)(4).

Event description:
During routine follow-up, the ICD could not be interrogated. All cables and connections were tested and found to be okay. During the next follow-up, under supervision of the sales representative, the ICD was interrogated multiple times without issue. No further action will be taken.